Manufacturer narrative:
A follow up will be filed if/when any additional information is provided.

Event description:
End user advised whole one side of seat is almost cracked off. End user advised has been like this for awhile. End user advised commode has a square seat. End user advised only sticker on unit says invacare. End user advised thinks may be (B)(4). End user could not provide any further information.